Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for other indications and the peritonitis event. The patient was treated with vancomycin (dose, frequency and route not reported). Dianeal therapy was ongoing. On an unreported date, the ¿drains were clear¿. The patient was discharged four days after hospital admission and at the time of this report the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.